Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in blood. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned with the helix extended and bent. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the during implant of an right atrial (ra) lead, it was noted that the lead's screw mechanism had spontaneously opened slightly due to contact with the heart tissue. The lead screw mechanism was resealed, but upon attempting to reinsert the lead into the atrium, it was observed that the lead screw mechanism had spontaneously opened completely and was clinging to the tissue. The screw was then resealed, but despite approximately thirty-forty turns, the physician observed that the screw mechanism was not closing. The lead was attempted/not used. It was observed that tissue and blood particles remained inside the screw mechanism of the lead. No patient complications have been reported as a result of this event.